Event description:
The trilogy ev300 ventilator was sent to a third-party service center for evaluation. The device was not in patient use. There was no harm or injury reported. During the evaluation of the device at the third-party service center, a technician confirmed " pip pressure was not coming out". The device's system board was replaced to address the issue.